Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c6 segment of the left internal carotid artery. The max diameter and neck diameter were 4mm. The landing zone was 4.2mm distal and 5.1mm proximal. The patient's vessel tortuosity was normal. It was reported that the pipeline was delivered to the m1 segment for deployment. The stent did not open. It was retrieved twice and properly pushed and pulled, but it still did not open. The abnormal morphology of the stent tip was observed under x-ray. After being removed from the body for inspection, the stent tip was found to be damaged, so it was replaced with another ped-500-20 and the operation was successfully completed. The pipeline had not been positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device. The patient did not experience any injury or complications. Angiographic results post procedure showed slowed blood flow in the aneurysm. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Event description:
Additional information received reported that there were no issues that resulted in the damage that was found. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the tip coil is damaged. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tube were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends are both opened and frayed. No damage was noted on the pushwire. No other anomalies were noted. Conclusion: the customer¿s complaint of ¿failed to open distally¿ was not confirmed as the braid's distal end was opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was normal, and the braid was not positioned in a vessel bend. Therefore, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid may have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid and tip coil damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.